Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient¿s wife called and stated that her husband had a left knee replacement on (B)(6) 2016. Has been in constant pain ever since surgery. He has blisters, leaking, high levels of cobalt and chromium, and reactions to the implant.